Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the button's balloon deflated and the button needed to be changed.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Sample analysis could not be performed since no photos or physical samples were provided for evaluation. The complaint shall be reopened if a sample is received at a later date. A notification was forwarded the supplier of the reported component to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One decontaminated sample without original packaging from lot 1924101164 was received for evaluation. A visual inspection and functional test were performed. The balloon was inflated with water and a leak was detected from the balloon. The reported issue was confirmed. Since the device is provided by an external supplier, a notification was forwarded the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.